Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event is unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported regarding a revision surgery due to infection. The patient originally underwent a cranioplasty procedure on (B)(6) 2014. On (B)(6) 2014, the patient presented with swelling, tenderness, pain and redness. It was reported that the surgeon visually confirmed that the patient developed an infection. The infection was cultured but the type of infection is unknown. The surgeon explanted all hardware on (B)(6) 2014, which included a customized polyetheretherketone (peek) implant, 4-matrixneuro plates and 16-matrixneuro screws. The surgery was completed successfully. This report is 15 of 21 for (B)(4).